Manufacturer narrative:
(B)(6). Report is for one (1) unknown traumacem bone cement. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: it was reported that there was cement leakage during a surgical procedure. On (B)(6) 2013, a male patient, underwent treatment of a right femoral fracture using a proximal femoral nail antirotation (pfna) device during a pfna augmented trial. It was reported that the injection of a contrast fluid which was tested using fluoroscopy did not show any leakage. This test was conducted "before bringing in the operate the blade". There was a little bit of leakage of the traumacem, but not in the loading zone (weight bearing zone) or the joint. This event was characterized as mild. There was no surgical delay. No actions were taken due to the occurrence of the event. It was reported that the patient recovered on (B)(6) 2013 with no persistent damage. This report is for one (1) unknown traumacem bone cement (B)(4).